Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the generic power distributor (gpd), high resolution stereo viewer (hrsv) monitor, hrsv harness, video slice (vsl) 1 and 2, vsl cable, and generic cart controller (gcc) to resolve the reported issue. The system was tested and verified as ready for use. The vsl cable is a field scrap item and will not be returning to for further investigation. Some of the replaced parts have been returned; however, evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system error: error 119 was found in the log pointing to the hrsv low current. This log shows that there is a lower than normal consumption of power. There is no clarity in the log if it¿s either the left or right hrsv monitor. It also does not specify what would actually be displayed to the customer. Per the reported complaint information, the "hrsv right eye suddenly turned black." This issue likely occurred when the system detected the 119 error. This error does not require customer action as it is only an advisory error. The site did immediately power cycle the system and that seems to have corrected it. Based on the information provided at this time, this complaint is reportable due to the following: it was reported that during a da vinci-assisted surgical procedure, the high resolution stereo viewer (hrsv) had a black screen on the right eye. The customer resolved the issue with a power cycle; however, the vision in the left eye was lost. The customer continued the procedure with only one eye. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the high resolution stereo viewer (hrsv) had a black screen on the right eye. The customer resolved the issue with a power cycle; however, the vision in the left eye was lost. The customer continued the procedure with one eye. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: prior to the issue, the surgeon was able to successfully see through the hrsv and go into following mode. The customer encountered loss of sight in the left eye at the end of the procedure. The procedure was completed with one eye without further action.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor (sn: (B)(6) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. There was no image displayed and the main board was defective. D14: isi received the generic cart controller (gcc) video slice (vsl)1 and vsl2 (sns: (B)(6) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The gcc, and vsls were installed and tested on the pca test system. The system started up with good image on the hrsv displays and on the vsc display. 150x power cycles were ran and all passed. The 3 boards remained on the test system in normal operation for 23 hours, while testing other part and they performed without any issue. The black screen issue was likely with the hrsv displays. Isi received the hrsv monitor (sn: (B)(6) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. No trouble was found. The hrsv was tested and performed without any issue. Isi received the hrsv harness involved with this complaint; however, device evaluation has not been completed as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10. Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) harness involved with this complaint and completed the device evaluation. Failure analysis investigation performed visual inspection and found one side of the harness was removed from the cable carrier. An open connection was found from the personality module surgeon console (pmsc) audio connector to the cable shield. The cable was replaced to correct the problem found.